Event description:
Ous MDR - boston scientific received info that this right atrial (ra) lead displayed high pacing threshold measurements. An x-ray was performed, and revealed this ra lead had dislodged. The decision was made to reprogram to dvd mode for the time being. Right ventricular (rv) and left ventricular (lv) lead measurements were normal. There were no adverse pt effects reported. Subsequently, additional info was received that this ra lead was repositioned. Despite the event description stating the lead was repositioned, an explants date was provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.